Manufacturer narrative:
The technician found during a between patient inspection of the bed that the brakes would not hold and the bed still rolled when the brake was set. The technician replaced the brake caster to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the brakes were not holding. The bed was located in a hill-rom service center and not in use. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).